Manufacturer narrative:
(B)(4). Concomitant medical products: 250ml hospira bag 0.45% nacl, therapy date (B)(6) 2019. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Although requested, patient demographic details were not provided.

Event description:
The customer reported that a new bag of heparin (250 ml) was hung at 1730 with a rate at 11.5 ml/hr and a vtbi of 100 ml. The nurse was called to the patient¿s room for an ail alarm, found the new bag was dry, the pillow was wet, with some liquid on the floor. The estimated volume lost was less than 250 ml.. The pump screen displayed a vi of 84 of 100 ml left to infuse, and the rate remaining at 11.5 ml/hr. The md was notified and the pump module and pc unit were replaced. A blood draw at 1830 for an unfractionated heparin level was out of range. The blood draw was scheduled prior to the event. The heparin was restarted after lab results returned to expected levels. No patient harm was reported.

Manufacturer narrative:
The customer¿s report of tubing leak was not confirmed. Visual inspection of the set noted no damage or anomalies. Functional and pressure testing resulted in no leaking. The root cause of the customer¿s report was not identified.

Event description:
The customer reported that a new bag of heparin (250 ml) was hung at 1730 with a rate at 11.5 ml/hr and a vtbi of 100 ml. The nurse was called to the patient¿s room for an ail alarm, found the new bag was dry, the pillow was wet, with some liquid on the floor. The estimated volume lost was less than 250 ml.. The pump screen displayed a vi of 84 of 100 ml left to infuse, and the rate remaining at 11.5 ml/hr. The md was notified and the pump module and pc unit were replaced. A blood draw at 1830 for an unfractionated heparin level was out of range. The blood draw was scheduled prior to the event. The heparin was restarted after lab results returned to expected levels. No patient harm was reported.